Event description:
The customer called reporting that the date and time was incorrect on her precision xtra meter, and when changed, it would not retain the correct date and time. The date and time was correct on the computer and she is using the p link software. This is a known malfunction that results in incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the fa21dec06 letter.